Manufacturer narrative:
Physio-control evaluated the device and was able to verify the reported issue. It was observed through testing that the internal hlc batteries had been completed depleted; however a cause of the depleted hlc batteries could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, charge-pak and service wrench) and the device would no longer power on. There was no patient use associated.